Event description:
The patient presented with an mi from an in-stent restenosis of a cypher 2.50 x 13 stent placed in the right coronary artery six years ago. The patient was not on plavix. No additional patient or procedural information has been made available despite multiple requests.

Manufacturer narrative:
The patient presented with an mi from an in-stent restenosis of a cypher 2.50 x 13 stent placed in the right coronary artery six years ago. The patient was not on plavix. No additional patient or procedural information was available. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis and myocardial infarction are known potential adverse events following stent implantation and are often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease and its consequences, such as myocardial infarctions. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event.